Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that during testing in challenge silicone models, the proximal bond joint of the subject guidewire broke. The subject guidewire remained intact and did not separate into parts. No additional information is available.